Event description:
It was reported that during a da vinci surgical procedure, a piece of plastic broke off the vessel sealer extend (vse) instrument and the fragment may have fallen off into the patient's abdominal wall. At the time of the call, it was unknown when the missing fragment was identified or the procedure being performed at the time. The clinical sales associate (csa) could not confirm if any post-operative tests were performed or will be performed in an attempt to locate the missing fragment or when the missing fragment was identified. It was unknown if the vse instrument was utilized throughout the procedure or if a back-up da vinci instrument was obtained following the incident. Photographic images of the physical damage to the subject vse instrument were provided for review. It is unknown how the procedure was completed. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon believes that the instrument or accessory broke, causing the fragment to fall. The surgeon knows that the fragment(s) fell inside the patient because it was observed in that manner. The instrument was removed during the procedure prior to the breakage, and the wrist was straightened prior to removal. There was no resistance felt by the surgical staff during the removal of the instrument. The fragment was retrieved when it landed on another instrument, and both the instrument and fragment were removed in the same motion. It is believed that all fragments were retrieved. No additional surgical procedure was required to remove the fragment, and no post-operative tests such as an x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed robotically. The patient did not return to the hospital due to any complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and the complaint was not confirmed by failure analysis. The fragment was not returned for testing to determine its composition. Without the fragment, failure analysis could not confirm that the fragment came from the vse instrument, but the customer did indicate that they saw it fall from the instrument. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no related issues to the complaint. The instrument was visually inspected and evaluated for its mechanical and electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.